Event description:
During a pt procedure on (B)(6) 2018, the vbeam dermatology laser began to emit a strong odor. There was no smoker, spark, flame or heat noted. Environmental safety was paged immediately and responded to the area. They performed an air quality test that was negative. They also performed a test for heat and found none. The pt undergoing the procedure felt faint and was subsequently examined by a physician and cleared. The clinical assistant assisting the procedure also began for feel faint as well and was taken to the brigham to be examined. Two code blue calls were activated immediately following the development of symptoms by the pt and the ca. The dermatology program administrator and the program nurse evacuated pts, families and staff to the fegan lobby. Pt relations staff was called to be available to pts/families and they distributed parking vouchers. As soon as it was safe, all those evacuation from fegan 6 were returned to the area and programs resumed normal operations. Pts scheduled for dermatological laser procedures for (B)(6) were contacted for cancellation of appointments.